Event description:
Customer reported unexpected negative result when testing a sample with capture-r ready screen 3 (crrs 3) on the echo.

Manufacturer narrative:
Review of images: (B)(4). Cell 1 graded neg and visibly appears neg. Cell 2 graded neg and visibly appears to have red cell adherence to the monolayer and visibly positive. Cell 3 graded negative and visibly neg. Control performed as expected. Crrid lot id155: cell 1 pos at 2+ and visibly positive. Cell 3 positive at 2+ and visibly positive. Cell 6 edited to be 1+ visibly appears to have adherence and fuzziness around the cell button. All other cells negative and controls performed as expected. Customer were instructed to visually inspect negative reactions with crrs and crrid in technical communication (B)(4) in (B)(4) 2009.